Manufacturer narrative:
This medwatch was submitted in error. At the time of this report, the event was incorrectly assessed as being able to cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, the device failed image quality check ¿ color reproduction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had no image. Upon inspection of the customer¿s returned device it was observed, the charged coupled device was broken resulting in the image being green. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.